Manufacturer narrative:
This device was in use for treatment. The information provided by the user was limited and initial review of this complaint determined it not to be a reportable event. The actual device was not returned to perform an evaluation. Photos of the complaint device were provided by email. One photo showed that the hemostatic valve was no longer attached to the device and a second photo indicated that the position of the cap was altered. A review of the device history record identified no recorded manufacturing rejects or anomalies related to this event. In addition, there are no additional complaints of the same nature as the report event, from the same batch listed in the work order. Based on the evaluation of a returned device with a similar complaint this event has been reevaluated. On (B)(6) 2016, evaluation of the returned device (with different lot number) identified that the cap of the unit lacked adhesive. The lack of adhesive contributed to the valve and cap popping off the guided sheath and most likely occurred when the dilator was being removed from the sheath pulling the hemostatic valve and cap. This event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that when dilator was inserted and removed from the guiding sheath that the valve came out. This event occurred before the procedure started.

Manufacturer narrative:
Device available for evaluation: yes. Date received by manufacturer: 03/03/2016. Device returned to manufacturer on 03/03/2016. Additional narratives/data: the device was in use for treatment. Device analysis reveals transseptal sheath was received with the dilator, and no other accessories. No visible blood was found anywhere on the sheath or dilator. Since the hemostasis valve was not returned with the sheath and dilator, it is impossible to perform a full comprehensive evaluation to determine whether or not the dilator was inserted into the sheath properly. Evidence of adhesive applied to the area where valve is seated was observed. During manufacture of this device, there is a 100 percent visual and dimensional inspection of valves and qa aql inspection of final assembled device. The instructions for use (IFU) informs the user of the potential adverse effects which include valve damage. The user is informed for transseptal use to wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wetted and placed through the center of the valve to prevent tearing of the seal and leakage. Caution: rapid removal may damage the valve membrane resulting in blood flow through the valve.